Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI but was still receiving benefit from the device. The magnet was replaced under general anesthesia on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on may 15, 2023.